Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced hypoglycemia. Customer's blood glucose value was 2.9 mmol/l at the time of incident. The customer did not mention any symptoms and treatments related to low blood glucose event. Customer stated that the cannula kept falling off. The insulin pump will not be returned for analysis.